Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported, "as we were final tightening a 7.5 x 45 mm polyaxial xia# screw, the tulip head separated from the shaft."